Manufacturer narrative:
Corrected data: b2 has been updated from 'required intervention to prevent permanent impairment/damage (devices)' to 'other serious (important medical events)'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: prior to set screw insertion, use caution to ensure the bullet nose and hex-end features of the rod are positioned outside of the screw saddle. If no reduction is necessary, the everest set screw may be inserted into the everest mi implant housing using a set screw retaining driver. Ensure the instrument is perpendicular to the caddy when engaging the hexalobe tip with the everest set screw. Due to its design, the everest set screw facilitates easy introduction and reduces the potential for cross-threading. Note: final tightening must be accomplished with a torque limiting or torque indicating wrench. Factors such fatigue on the instrument or tip deformation may cause the tip to be jammed. Since there was no lot number provided and the device was not returned, no definitive root cause can be established for the reported failure mode.

Event description:
Stryker representative reported that 2 everest mi provisional split drivers; size 30 failed to loosen from set screw after insertion. Surgery was successfully completed after a 2.5 hour delay. This report captures the second of two screwdrivers.

Manufacturer narrative:
Return status of the device is unknown.

Event description:
Stryker representative reported that 2 everest mi provisional split drivers; size 30 failed to loosen from set screw after insertion. Surgery was successfully completed after a 2.5 hour delay. This report captures the second of two screwdrivers.